Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 12/07/2015 with the following findings:during testing, the display was dim and discolored. The battery compartment was cracked and the cartridge compartment was damaged near the threads. (B)(6)

Event description:
The pump was returned for investigation. Investigation revealed a display issue, damage to the battery compartment, and damage to the cartridge compartment. This report is made based on results of investigation completed on 12/07/2015.